Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the probe started sparking after being removed from the joint.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: probe started sparking after being removed from the joint the probable root cause/s could be: electrical components are causing a short circuit; button stuck on firing position; tissue blocking the suction path. (B)(4).

Event description:
It was reported the probe started sparking after being removed from the joint.